Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), prolapsed anterior and posterior leaflets and enlarged atrium. Image resolution was poor due to anatomy and equipment. The first mitraclip (cds0705-xtw, 41030r1044) advanced. Reportedly, there was difficulty in leaflet capture. The leaflets were grasped; however, there was not enough leaflet in the capture. During clip optimization the clip had rotated 90 degrees without any handle movements. The clip had then become stuck in sub valvular apparatus. Attempts to remove the clip were unsuccessful and the clip was deployed at this location. The clip remained stable at this location. The patient remained hemodynamically stable, and the mr remained grade 4+. Anther clip was implanted, reducing the mr to grade 2. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Regurgitation (mr), prolapsed anterior and posterior leaflets and enlarged atrium. Image resolution was poor due to anatomy and equipment. The first mitraclip (cds0705-xtw, 41030r1044) advanced. Reportedly, there was difficulty in leaflet capture. The leaflets were grasped; however, there was not enough leaflet in the capture. During clip optimization the clip had rotated 90 degrees without any handle movements. The clip had then become stuck in sub valvular apparatus. Attempts to remove the clip were unsuccessful and the clip was deployed at this location. The clip remained stable at this location. The patient remained hemodynamically stable, and the mr remained grade 4+. Anther clip was implanted, reducing the mr to grade 2. There was no clinically significant delay. No additional information was provided. Subsequent to the previous report, the additional information was received: only the complaint device had been implanted. No additional clip was implanted. Reportedly, the complaint device remained stuck in the subvalvular apparatus without leaflets. The mr remained unchanged at grade 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement, positioning failure, difficult leaflet capture, entrapment of device, and difficult imaging were unable to be determined. The reported foreign body in patient and unchanged mr were cascading effects of the reported entrapment of device. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.